Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed motor error. Customer's blood glucose level was unknown. Customer reported she has dropped the device but that occurred about eight months prior to the alarm. The device was not exposed to MRI. Customer stated she works in the hospital and stays away any device that give off a magnetic pulse. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.